Event description:
It was reported that using a slave cable with the programmer, user could not get an electrocardiogram unless the cable was loosened up or the cable connection was pulled halfway out. Changing out the cable did not resolve the issue. The programmer was returned for service. It was indicated on the return paperwork that there was no patient involvement associated with this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4). Analysis could not confirm the reported event. No anomalies found.